Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via social media that the customer passed away in an unknown location. The cause of death was unknown. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The reporting party stated these medtronic machines killed her friend. No other information was obtained. The reporting party did not mention if the next of kin will return the insulin pump for analysis.